Manufacturer narrative:
(B)(6). Exact date of postoperative device breakage is unknown. This report is for five (5) unknown 4.5mm cortex screws. The original implant procedure was performed on an unknown day in (B)(6) 2014. The complainant part was returned to the patient and is not available for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a dynamic hip screw (dhs) revision surgery was performed on (B)(6) 2015 after x-rays revealed five (5) broken 4.5mm cortex screws. The original implant procedure took place on an unknown date in (B)(6) 2014. During the revision procedure, the intact plate and all five (5) screws, including all fragments, were removed. While the surgeon was removing the broken screws, the tip of the hollow reamer broke off. The reamer fragments were easily retrieved. After the reamer broke, the surgeon utilized other readily available devices to remove all the screw fragments. The patient was then revised to a total hip. The procedure was successfully completed with no additional intervention, patient harm, or surgical delay. This report will address the postoperative device failure only. The intra-operative instrument breakage will be captured in and reported under (B)(4). This report is for five (5) unknown 4.5mm cortex screws. This report is 1 of 1 for (B)(4).